Manufacturer narrative:
No further information is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). The clinic coordinator reported that the pt passed away after approx 4 months of support on lvad. The hospital did not suspect a device issue played any part in the pt's ultimate demise; however, an analysis of the log file data was requested to attempt to get a better understanding of what could have been going on as the pt was coding.